Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the implantable cardiac monitor was damaged. The icm was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of break and device header damage was confirmed. Device was received with header visibly damaged. Visual inspection found tool mark on device¿s can and damaged header which is consistent with explant damage. Longevity assessment was performed, and device had appropriate remaining projected longevity. As a result of this finding, abbott is performing further investigation.